Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). During the procedure, it was mentioned that sheath was reinserted into the body after removing as difficulty was noted during transseptal puncture. Once successful, catheter was inserted. During aspiration of the sheath, air bubbles were noted and was not able to remove. Thus, the sheath was replaced with another same model. No leak or air in patient was noted. Pressure bag irrigation method was used for the sheath. The new sheath was able to aspirate without any issue and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). During the procedure, it was mentioned that sheath was reinserted into the body after removing as difficulty was noted during transseptal puncture. Once successful, catheter was inserted. During aspiration of the sheath, air bubbles were noted and was not able to remove. Thus, the sheath was replaced with another same model. No leak or air in patient was noted. Pressure bag irrigation method was used for the sheath. The new sheath was able to aspirate without any issue and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.